Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was not feeling well. The cgm was displaying 77 mg/dl. A call to 118 was made for emergency and when they arrived, they checked the patient's bg and it was reading 21 mg/dl. The patient was treated with glucose IV and was not taken to the hospital. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.